Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered down while in use on a pacer dependent patient post cardiac surgery. The patient experienced asystole following the power down. The patient received cardiopulmonary resuscitation (CPR) until a spontaneous rhythm returned. The epg was replaced with an alternate unit. The status of the epg is unknown. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was shutting off by itself. The main printed circuit board (pcb) was replaced as a preventative measure. Analysis noted that there was evidence of a non-manufacturer service person disassembling and reassembling the epg; the main seal was installed incorrectly and both battery wires were pinched in multiple locations due to the wires being incorrectly routed over the battery compartment. Analysis also noted that the keypad window was scratched, the output connector nuts were discolored, the hanger screw was disconnected, the hanger was discolored and corroded, and the epg failed an incoming test for the display backlight. The display power connector connection was observed to be open. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.